Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer reported that the patient waveform was lost. The customer did not troubleshoot the iabp. Instead the customer just replaced the iabp with another to continue therapy. The field service engineer (fse) completed all diagnostic and performance tests and was unable to find any waveform issue with the trainer or the fiber optics tester. The iabp passed all functional and safety tests per factory specifications. It was then returned to customer and cleared for clinical use. There were no parts replaced or returned in regards to this complaint.

Event description:
The customer reported, while in use on a patient, the intra-aortic balloon pump (iabp) was having wave form issues. The cardiosave iabp was replaced with another to continue therapy. There was no patient adverse event reported.